Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioiq meter read inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient could not recall when the alleged issue first began. The patient reported obtaining blood glucose readings ¿40md/gl higher¿ on the subject meter compared to results obtained on a onetouch vita meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin but could not recall the dose administered. The patient reported that 45 minutes later they developed symptoms of ¿heart painful, stomach painful and nervous¿. The patient stated that they associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with food and/or drink. At the time of troubleshooting the cca verified that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - 6/2/2015. A device history record (DHR) was done on the subject meter lot, which was found to have deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. Retain testing could not be performed as the test strip lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.